Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "this patient presented to office with generalized pain [severity of pain not reported to rep]. It was deemed she was posteriorly unstable in flexion. Upon entering joint, surgeon described the tissue as hemosidic [discolored to a dark purplish color], probably from effusions off and on. A ts femur and 19mm ts bearing insert was implanted resulting in a stable knee. No other information will be forwarded due to hospital policy. Right knee. Nothing loose or broken".